Event description:
The pt underwent a sacral nerve stimulation implant for urinary incontinence three years ago. The pt had a successful peripheral nerve evaluation (pne) office test. Pt had some improvement in symptoms but later regressed back to baseline and elected to have the implant removed.